Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hyperglycemia after a larger-than-usual meal while using the ilet bionic pancreas, with troubleshooting of insulin delivery revealing no device issues and education provided on insulin on board and allowing the pump to correct. Symptoms included elevated blood glucose to a reported high of 297 mg/dl without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included temporary impact limited to approximately two hours of glucose above target, with no back-up therapy used, no ketone testing performed, and no medical intervention required. Investigation included a phone-based troubleshooting and user education session. Investigation of this case revealed no alarms, no delivery faults, and no device component malfunction, and the event was consistent with postprandial hyperglycemia due to a larger-than-usual meal. It was concluded, based on previously established findings for similar reports, that the cause was unclear but consistent with use-related or physiological factors rather than device malfunction. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.